Manufacturer narrative:
Manufacturer report number 1627487-2020-22685 should not have been submitted as a medical device report (MDR) as the issue does not pertain to the device.

Manufacturer narrative:
Date of event is and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22684; 1627487-2020-22686. It was reported that the patient experienced ineffective therapy. As a result, surgery may occur to address the issue.